Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited issues with mvp causing over-pacing during atrial fibrillation (af) and fast rates for the patient and that the right atrial (ra) lead exhibited sensing issues. The ipg and the ra will be reprogrammed remains in use. No patient complications have been reported as a result of this event.